Manufacturer narrative:
Additional information from lab analysis showed the device exhibited memory corruption. Upon memory dump, the device information was stored under the wrong device. Because of the incorrect model/serial information, a memory download could not be performed. With ttm all telemetry operations are normal and the hex memory download is complete, but memory was verified to be corrupt. Device was loaded with a known good memory, for testing purposes. A visual exam showed marks that would indicate a device like a electro cautery discharge to the case may have occurred. Memory could have been corrupted due to cold or electrocautery. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Device functions electrically.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the device found a failure due to memory corruption. Further analysis is being completed to determine root cause. Once the analysis has been completed this report will be updated. As no further information concerning this report is expected, our investigation is complete.

Event description:
Boston scientific received information that this device was returned with no additional information. There were no known allegations against the device, and no reports of adverse patient effects. Preliminary analysis determined that the device failed due to memory corruption.